Event description:
Follow up reported, the patient was still having concerns regarding their device or therapy but they were working with their doctor or medtronic representative. An appointment date two weeks prior was noted. No further information was reported.

Event description:
It was reported that the patient was experiencing coupling issues when attempting to recharge her device. It was noted that the patient was 'only able to get 2 coupling bars at most.' It was noted that the patient saw the 'call your doctor' icon during her least recharging session. It was noted that a power on reset (por) condition was reported. It was noted that the patient had '8 coupling bars, which decreased to 4 coupling bars, and then she saw the warning por screen.' The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-45, lot# v745828, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v745828, implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2011, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient. (B)(4).